Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number plk964, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2021 and suture was used. During the procedure, the needle broke. Broken piece did fall into the patient. Staff used the c arm to locate and remove the piece. There were no adverse patient consequences reported. No additional information was provided.